Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis with a damaged lens. During analysis, the customer's reported concern was confirmed. The expulsor was noted to be out of specification. Service replaced the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed volume accuracy test and over infused. No patient was involved in this event. No adverse effects were reported.